Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received six inappropriate shocks due to noise on the right ventricular (rv) lead. The rv lead also exhibited undefined high pacing impedance and a high number of short v-v intervals. A fracture of the rv lead was confirmed. The rv lead was capped and replaced. No further patient complications have been reported as a result of this event.